Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that additional information was received from product investigation closure, and a supplemental report is being filed. It was reported that the right atrial (ra) lead dislodged. It was attempted to be repositioned; however the lead helix exhibited extension and retraction issues. The ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was attempted to be repositioned; however the lead helix exhibited extension and retraction issues. The ra lead was explanted. No additional adverse patient effects were reported.